Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was found to have dislodged a day after implantation. This was found on x ray imaging performed post operatively. A revision procedure is planned to be performed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was found to have dislodged a day after implantation. This was found on x ray imaging performed post operatively. A revision procedure is planned to be performed. This lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was discarded.